Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d4 ICD, implanted: (B)(6)2018; product ID: 429688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was far field r-wave (ffrw) oversensing and was not sensing the atrium. The lead remains in use; however, a lead revision is planned. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.